Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: aw-tube has foreign objects and aw-cylinder has foreign objects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign objects in the aw-tube and aw-cylinder. There was no patient involvement.

Event description:
Received manufacture date 8/24/2020 from due diligence.

Manufacturer narrative:
Additional information was provided: manufacture date - 8/24/2020. Updated fields: h2, h4, h6, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.